Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to pace. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. Please reference medwatch report 1220908-2022-01832 for a similar event reported from the same customer.

Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing including pacer functions for demand and async pacing, ECG testing and impedance testing without duplicating the report. The device was recertified and returned to the customer. Review of the device activity logs showed several messages related to an invalid patient impedance. Which may mean that there was poor coupling between the electrode pads and the patient's skin. However, this could not be firmly established as the accessories used were not returned for evaluation as part of this investigation. No trend is associated with reports of this type.